Manufacturer narrative:
Device is a combination product. (B)((4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)((4).

Event description:
Same case as MDR ID: 2134265-2016-10085, 2134265-2016-10086. It was reported that post a stenting treatment procedure the patient died. The patient had three synergy stents implanted and was discharged. On the way home following hospital discharge, the patient experienced another "heart attack" and died. The physician mentioned to the patient's family that one of the synergy stents "collapsed."